Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump was received with a minor scratched display window, a broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he was priming his insulin pump and got a no delivery alarm on the insulin pump. Customer's blood glucose is 247 mg/dl. Customer stated that he was receiving a compromised force sensor system alarm. Customer stated that the pump was not dropped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.